Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample and dilution pumps required new seals. The fse replaced the sample and dilution pump assemblies. The fse then proactively cleaned probes and wash ports. The instrument was calibrated and quality controls were run, all of which were within range. The cause of the discordant, falsely low calcium and creatinine results was a malfunction of the sample and dilution pump seals. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample and a discordant, falsely low creatinine (crea_2) result was obtained on a different patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). Both patient samples were rerun in duplicate and resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and creatinine results.